Event description:
Per clinical trial (B)(6): on (B)(6) 2017, patient underwent bilateral revision augmentation; capsular contracture using a vertical incision. 2 pieces of galashape (galaflex 3d) were used. Concomitant procedures included capsulorraphy, capsulectomies and mastopexy. On (B)(6) 2017, left breast seroma/hematoma was reported. Ae resolved without sequelae on (B)(6) 2018. Review by medical affairs identifies the ae of seroma hematoma is likely related and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications including seroma and hematoma. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Seroma and hematoma are known inherent risk of the surgery/use of the device and included as possible complication in the adverse reaction section of the IFU. This MDR reports the ae of seroma/hematoma. An additional MDR was submitted to report additional ae of infection. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.